Event description:
The customer reported to olympus, the video system center octagonal image no longer appears during inspection. The customer noted that after wiping the scope connector of the videoscope with disinfectant ethanol, the problem was resolved. The diagnostic screening test was completed with the same device. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.